Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms as of this date, medical records or documents have not been received. When the medical/clinical information is received the task will be re-opened and assessed at that time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that patella dislodged due to unspecified reasons in (B)(6) 2018.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical concluded, this complaint is being managed by the us legal department. This complaint is being closed, pending additional relevant medical information this complaint can be re-opened. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.